Event description:
Patient reported right side "dropped below the pocket, abnormal lab test after receiving allergan textured breast implants, positive ana, abnormal thyroid even on treatment, arthritis, significant increase in all over joint stiffness and pain, thyroid nodules, skin rashes, difficulty swallowing, difficulty breathing at times, insomnia, fatigue dry eyes, stomach pain" which are all considered not device related. Patient reported "dropped below the pocket". Patient additionally reported "capsular contracture, baker grade unknown." Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5101414. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "dropped below the pocket, abnormal lab test after receiving allergan textured breast implants, positive ana, abnormal thyroid even on treatment, arthritis, significant increase in all over joint stiffness and pain, thyroid nodules, skin rashes, difficulty swallowing, difficulty breathing at times, insomnia, fatigue dry eyes, stomach pain" and capsular contracture.

Manufacturer narrative:
Visual analysis of the photographs identified: red biological tissue in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient additionally reported "symptoms of lupus and rheumatoid arthritis among a host of other strange problems."